Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Wedge is worn down. Update jan 26, 2016: upon product evaluation the chisel wedge was returned dented and is damaged.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned device confirms the complaint. The root cause is attributed to misuse and heavy usage. The tip and the end are extremely damaged and deformed. The date code pg0305 indicates the instrument was manufactured in march of 2005 and is over 10 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.